Event description:
A customer obtained erroneously elevated troponin (accu tni) results on one patient sample. A) the initial result was 8.40ng/ml. The sample was re-tested and repeated results were: 1.84 and 0.07ng/ml. B) the original specimen was tested on a different instrument which generated results of 0.02 and 0.01ng/ml. D) the results were not reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin tube and centrifuged at 3,600 rpm for 6 minutes. The specimen was sampled from an aliquot. Qc was within range prior to and after the event. A system check performed in 2009 resulted within specifications. No result flags were associated with the results obtained in this event. A field service engineer (fse) was dispatched: a) the fse repaired mixer motor wiring. B) the fse ran a diagnostic testing with good results. The fse did follow-up with the customer after service visit and the customer reported all testing was performing fine. A definitive root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.